Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 10 seconds, the balloon ruptured ad pinhole was noted in the balloon material. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.